Event description:
Patient reported rash on face, which is where medication was applied. Stopped medication for 1 week with no improvement. Frequency: daily. Route: topical. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2017.